Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the display is dim/fading/reddish. The battery cap is damaged/stripped. The battery compartment is cracked along the side on threads and on threads above the pad. Investigation was completed with returned battery cap.